Event description:
Pt has long history of arthritis - to include procedures in the early 1970's. Bilateral knee replacements - 11/1995; & 2/1996. During the spring of 1998 noticed anterior knee pain & sensation of patella shifting. X-rays revealed a lateral impingement of the patella of the femoral component. The physical exam confirmed a subpatellar crepitation laterially. An aggressive exercise program was begun with an inadequate improvement. Then underwent an arthroscopic debridement of patella - findings at that surgery "found patellar impingement & significant macroparticular wear in the medial component of the tibio femoral polyethylene with some burnishing of the components - this was debrided - after pt noted some relief but the knee joint was in need of revision at some point in the future. Pt elected to have surgery now rather than continue with the discomfort. 4 components of prosthetic knee removed/replaced at the time of surgery 12/8/1998.